Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of modular cable damage could not be confirmed, as no product was returned for evaluation, and no images of the damage were provided. Additionally, a specific cause for the reported damage could not be conclusively determined. It was reported that the patient arrived with damage to the modular cable. The modular cable was replaced. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The relevant sections of the device history records for modular cable, lot number 6930555, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient arrived with damage to the modular cable. The modular cable was replaced.

Manufacturer narrative:
User facility report: (B)(4) was received 12aug2024. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.